Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: nov 3, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint cartridge was received with viscoelastic residue inside of the cartridge. A crack on the cartridge that extends from the neck of the cartridge to the cartridge tip was observed. No further issues were identified with the cartridge. Conclusion: the complaint issue of cartridge tip cracked was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device.  If explanted, give date: not applicable as this is not an implantable device.  The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge was cracked when advancing the intraocular lens (iol). Additional information received from the facility revealed that when the surgeon started advancing the lens, she said "something felt wrong" and she stopped. The cartridge tip was in placed the eye. The lens was not fully inserted. The surgeon was able to get the lens and the whole cartridge removed from the eye without injury to the patient. It was then that it was noticed that there was damage done to the cartridge. It was at the tip of the cartridge that the crack was noticed. There was no identifiable error that occurred. There was absolutely no injury to the patient and no other surgical interventions or procedures were needed. Another lens of same model and diopter with a new cartridge was used as the replacement to complete the procedure. No other information was provided.